Event description:
It was reported that after the device received upgrade they experienced an error code while cycling the system prior to a biopsy procedure. They shut the unit down and rebooted and the error code continued. The patient's breast was not pierced and the case was cancelled.